Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the unit for the reported blank/black issue. Fss reseated all connections, which resolved the problem with the unit. The unit was met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported black/blank screen with the sovereign compact console. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
Device manufacture date: on the initial report an incorrect device manufacture date was provided. The correct manufacture date is 12/18/2009. Labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.